Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display and replace battery alarm. It was reported that they received replace battery alarm and changed the battery, but it did not resolved. It was reported that the display was flashing white. Customer received a low battery alert prior to the replace battery alert and timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. It was reported that the new battery did not resolve the issue. The insulin pump will not be returned for analysis.